Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of failed battery test and backlight anomaly from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that her pump's back light never worked and they had issues with the batteries. After troubleshooting, customer received failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No unexpected failed battery test alarm was noted. The backlight display functioned properly. No backlight display anomaly was noted. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.